Manufacturer narrative:
(B)(4). Batch # t5dn6n. Device analysis: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the doctor was using a nltc75 for right hemicolectomy. After sr75 was loaded and fired, the scrub nurse observed that one of the two little wings were broken. Fragments were generated but removed without additional intervention. There was no delay to the procedure. There were no patient consequences.